Event description:
One pt sample with discrepant sodium results. Initial result 125 meq/l; same sample repeated 138 meq/l. Erroneous result not reported. The field service rep determined the cause to be contaminated st1 and st2 rinse stations, which were decontaminated. Performance tests were performed and within specification.